Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure (event) observed during analysis.a partial lead measuring 35.3cm was returned for analysis. External insulation abrasion was noted at 7.4-7.6cm from the proximal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.